Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set assembly (short), titanium spike leaked from an unknown location. This occurred during use of the device for peritoneal dialysis therapy. There was no allegation against the titanium adapter, which was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional clear passage test was performed with no issues noted. Functional leak and clamp function tests revealed a leak through the titanium spike with the white twist clamp in the closed position. The white twist clamp was removed from the occlude feet and the tubing contained markings at the location where the occlude feet had been engaged when the twist clamp is in the closed position. The reported condition was verified. The cause of the condition could not be determined, however, the probable cause is due to the tubing shape changing with normal repetitive use. Should additional relevant information become available, a supplemental report will be submitted.